Event description:
The complainant reported that an impella cp was prepped and inserted without complication for a primary percutaneous coronary intervention procedure. After obtaining access to the coronaries, the patient began to get restless and required urgent anesthesia/intubation. During this time the patient reported leg pain. The medical doctor was unable to doppler pedal pulses at this time. The medical doctor attempted removing the peel-away and placed a repo-sheath, but still no flow distally. The provider elected to explant the impella cp. The patients outcome was stable.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿